Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: other: aspirin 100mg/day and clopidogrel 75mg/day. Stent: 3.5x38mm xience prime. (B)(4). The stent remains in the patient. The device was not returned and there was no device malfunction. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 3.5x38mm xience prime stent was implanted in the proximal right coronary artery lesion (rca), chronically occluded lesion and another 3.5x38mm xience prime stent was implanted in the mid to distal rca, chronically occluded lesion. During a follow-up phone call, additional information was obtained that the patient expired at home on (B)(6) 2014. The cause of the death is unknown and an autopsy was not performed. There was no additional information provided.